Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since activation, the user reports a constant noise described as a _radio-like static (out of tuning)_ that occurs only when using the audio processor. During coupling assessment, no perceptual differences were observed between conditions with and without pressure.